Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown scorpio patella was reported. The event was confirmed via provided photo. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photo presented a recently explanted patella with metal back and poly part separated. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's scorpio metal back patella was revised due to delamination between poly & metal backing. The reported device was not returned however photographs were provided for review. The photo presented a recently explanted patella with metal back and poly part separated. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised scorpio metal back patella due to delamination between poly & metal backing.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revised scorpio metal back patella due to delamination between poly & metal backing.